Event description:
It was reported that the patient felt a "sour stomach" the morning of reported event date, and was "a little nauseous". She could have thrown up but she was able to hold it in. She felt stimulation during this event and wonders if that was how the device works. The patient felt nauseous the morning of call and then she felt stimulation in her stomach which she assume was the neurostimulator. The patient reports that her doctor said she was very aware of her body and this could be why she felt stimulation. She felt stimulation right after her surgery as well. After surgery the patient couldn¿t have her cell phone near her because the stimulation she felt was unbelievable. The stimulation subsided after 24 hours. It was reported as a very odd feeling and the patient did feel a lot of stimulation but the patient was no longer feeling stimulation. The ins (stimulator) had helped her a lot as she had only thrown up 3 times in 3 week. Before her implant, she would be in the ER (emergency room) at least twice in a 3 week period and would probably be hospitalized at least once. One summer she spent 25-30 days in the hospitalized. The patient wants to see if doctor can give it a little bit of a boost so she can get off her nausea medications. She was going to listen to her doctor more and try to avoid excessive activity. It was reported the patient felt something after taking a hot bath and ¿it felt like how the stimulation was right after the surgery. She had a doctor appointment on (B)(6) 2012.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4). Analysis of stimulator serial number (B)(4) reveals insignificant anomalies and the functionally test was okay.